Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported "intermittent spo2 function" with the rad-97. There was no patient impact or consequence reported.

Event description:
The customer reported "intermittent spo2 function" with the rad-97. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was able to obtain measurements for all enabled parameters during six hours of continuous testing. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event, no patient impact.